Event description:
On 07/19/1999, the manufacturer (MFR.) Rec'd medwatch report# 10000600000030 from the facility that states the following: while inserting the device, the dilating sleeve tip broke. No further details were provided. On 07/27/1999, the MFR's representative contacted the facility to arrange for return of the device to the MFR for analysis. The MFR's rep was informed by the facility's risk mgmt team assistant that an error was made on the facility's medwatch report (section d.9). The device in question will not be returned to the MFR for analysis. The device will remain at the facility. It was agreed that the MFR's rep would correct the error and initial and date it per the team assistant's instructions. The team assistant was informed that since the device in question will not be returned to the MFR for analysis, the MFR's investigation of this event would be limited to a trend analysis and a review of the device history record. No further details were provided.